Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was shuts off on quick bolus. Customer stated that the insulin pump had was broken and slower to rewind. Customer reported that insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify rewind anomaly and failed battery alert due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads, cracked keypad overlay and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).